Event description:
It was reported that the patient, suffering from rectal cancer, was submitted for low anterior resection surgery after radiation. During the operation and in particular at the rectum area where tissue is fibrous, the doctor while trying to make tissue capture realized that the jaws of the device broke. No patient consequences reported. Procedure was completed with same like device. One device will be returning.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.